Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump would not generate appropriate pressure. Circulation pump head was replaced during the pm process. The device underwent pm servicing while in for repair. Replaced the mixing pump head. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold. Coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was tagged for biomed repair. A functional check showed that the circulation pump could not generate -7 psi. The bypass flow was also reading 0. They stated this was indicative of a failed circulation pump. As per review of wo on 07apr2023, the circulation pump was failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the arctic sun device was tagged for biomed repair. A functional check showed that the circulation pump could not generate -7 psi. The bypass flow was also reading 0. They stated, this was indicative of a failed circulation pump. Per review of wo on 07 apr 2023, the circulation pump was failed.